Event description:
A non-healthcare professional reported that the equipment does not adequately perform the capsulorhexis stage or cut in the patient's unknown eye and pattern not cut in intended location in the unknown timing.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, company representative the cleaned the internal optics of the arm and a replacement structure from motion was requested and scheduled to be installed when available, then found the system to meet company specifications per service test procedure. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Based on the information obtained, though the reported event was not confirmed, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).